Manufacturer narrative:
Concomitant products: model: 5076-52, rv lead; implanted: (B)(6) 2007.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged resulting in pacing and sensing issues. The lead was capped and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.